Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During procedure, it was noted that the tethers on the delivery catheter failed to be aligned and upon removing the device from the body, the lp had prematurely separated from the delivery catheter. Tissue build up was noted in the helix of the lp. The procedure was completed using an alternate device on 6 aug 2024. There were no patient consequences.

Manufacturer narrative:
The reported events of failure to align and premature separation were not confirmed. As received, a catheter was returned in one piece with no attached device and trace of blood was noted at the distal cap region. X-ray inspections of the catheter found an anomaly in that the torque coil was offset in multiple locations distal to transition zone. Functional test was performed and found the bullets were able to be aligned after rotating the tether control knob to align position. Dimensional analysis found all the measurements were in product specification.